Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels were witnessed. The treatment started with 78% laser firing power, however, cold pixels still appeared. The acquisition was restarted and the encoding direction was changed from I/s to a/p; this did not alleviate the cold pixels. The user let the region cool by laying off the pedal, but this also did not work. The user was not able to detect the thermal dose threshold (tdt) lines in the direction of the lesion. There were no patient complications reported in relation to this event.